Event description:
In 2004, the physician informed the MFR's (MFR.) Territory manager of the following: the pt had their device implanted for approx 2 years. Pt developed an infection and as part of the treatment protocol, received a catheter exchange in early january 2004. In 2004, the pt presented at the hosp with a problem (problem not specified). A dye study was performed that showed the catheter had disconnected from the remote connector. The catheter was exchanged and the pt is fine with no further complications or dialysis related events. No further details provided at this time.